Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. The vessel was reported to be severely tortuous. It was reported approx 3 mos post stent graft implant, the pt had leg ischemia which was demonstrated by the abi on the left ankle of .6 and 1 on the right ankle. The CT demonstrated occlusion of the iliac limb. The left iliac limb was crimped on the ipsilateral side, it appeared to be narrowed, which may have been related to the severe tortuosity of the vessel. The physician elected to perform angioplasty with two balloons simultaneously to treat the pt. The stent graft was reopened and the blood flow was restored. The results were good. No add'l clinical sequelae were reported and the pt is fine.